Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, a display in-operation of the device's lcd screen was observed. The device¿s lcd display will need to be replaced to address the issue. Unit not serviced. The customer does not want any repairs done to the unit and it will be returned unrepaired. This unit not tested due to broken screen.